Event description:
The customer reported that there was a precharge voltage error and the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and a relay. The system operates as intended.